Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms during bolus and basal deliveries. There was no known impact to the customer's blood glucose (bg) level. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.